Event description:
As reported for this event by the olympus representative, during an unknown diagnostic procedure the device would not yield an image for the 180 series scope. The image was available for the 190 series scopes. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon full inspection and testing of the device, it was observed that the device yielded no image for test 180 series scopes on the monitor. This is attributed to the defective dr board of the patient board set of the device being defective. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported image failure. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for this problem. However, it is probable that the malfunction is attributable to the design of the dr board. The returned device was manufactured before design changes for the dr board were implemented. Olympus will continue to monitor field performance for this device.